Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch ultra meter read inaccurately. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged inaccuracy started ¿(B)(6) 2014.¿ at an unspecified date/time, the patient obtained a blood glucose result of ¿125 mg/dl¿ with the subject meter. At the time of the follow-up call, the patient stated he tests his blood glucose 4 times a day and that his normal/typical blood glucose readings range from ¿100-190 mg/dl.¿ the patient reported that he took his usual dose of medication (lipolog, unknown dosage) in response to the alleged inaccurate result(s). Two hours after the alleged issue occurred, the patient developed symptoms of a ¿wet neck and cold sweat¿. The patient retested his blood glucose and obtained a result of ¿34 mg/dl¿ with the subject meter. The patient self-treated with food and or drink. The patient confirmed he began to feel better, 15-20 minutes afterwards. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.